Manufacturer narrative:
No patient involvement. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review - part number: 03.632.036. Lot number: 6719147. Release to warehouse date: november 2, 2011. Manufacturing site is synthes monument and supplied by (B)(4)manufacturing center. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the threads on a holding sleeve contained a chip on the end. This was found during a routine inspection; there was no patient involvement. There is currently no additional information. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device (matrix holding sleeve¿long, part number 03.632.036, lot 6719147). The returned instrument was examined and the complaint condition was able to be confirmed as the as the threaded tip was found to be broken and missing approximately half of the first two threads. Per the technique guide the locking-holding sleeve (03.632.036) one of seven (7) holdings sleeves for the matrix spine system utilized during screw insertion (03.632.001, 03.632.036, 03.632.024, 03.632.028, 03.632.085, 03.616.042 and 03.616.043). The matrix system is covered by three technique guides: matrix ¿ deformity, matrix-degenerative and matrix ¿ mis. Once the locking holding sleeve is engaged with the driver shaft, it can be threaded into the proximal end of the matrix screw by rotating the holding sleeve¿s green knob clockwise until it is fully engaged. Relevant drawings for the returned instrument were reviewed: the tip geometry on the inner sleeve was changed to a more constant outer diameter and the material of the outer sleeve changed from radel plastic to anodized titanium. The returned instrument was manufactured after these changes were applied (mfg 02nov2011). The design, materials and finishing processes were found to be appropriate for the intended use of these devices. A device history review was performed for the returned instrument¿s lot numbers and no complaint-related issues were identified with the lot numbers which may have contributed to the complaint condition. Although the complaint condition was confirmed, a definitive root cause could not be determined. The failure mode is consistent with the application of an off-axis load while engaging a screw. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.